Event description:
The customer alleged that she performed a control test and received a result of 215 mg/dl. The normal control range was 90-124 mg/dl. The customer did not have any test strips left in the disc, so further troubleshooting was not possible. No adverse events were alleged. No product will be returned for eval.